Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received questionable high elecsys ft4 ii assay results for one patient sample from two cobas e411 analyzers when compared to an architect system. On (B)(6) 2016 with cobas e411 serial number (B)(4) the result was 3.49 ng/dl with a data flag. This result was reported to the doctor who asked for repeat testing. On (B)(6) 2016, the same sample was tested on the same analyzer and the result was 3.55 ng/dl with a data flag. On (B)(6) 2016, the same sample was tested on the same analyzer and the result was 3.59 ng/dl with a data flag. On (B)(6) 2016, the same sample was tested on cobas e411 serial number (B)(4) at a different hospital and the result was 3.46 ng/dl. The same sample was also tested on an abbott architect system and the result was 1.18 ng/dl, (reference range 0.71-1.7). The patient was not adversely affected. As the sample was not available for further investigation, a specific root cause could not be determined.